Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2013 05:55:10. During night drain cycle nine, the patient's ultrafiltration reading was 1229 ml, indicating the home patient (hp) drained 1229 ml more than their maximum programmed fill volume of 1500 ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event . The reported difficulty of an increased intra peritoneal volume (iipv) event was confirmed through an event history log review. The cause was undetermined. If any additional relevant information is received, a follow-up report will be sent.